Event description:
During a preventive maintenance inspection, customer's biomedical tech reported that the device consistently measured more than 60 ms for sync time. There was no pt involved with reported incident.

Manufacturer narrative:
Physio control continues to investigate the reported event.